Event description:
The affiliate reported the customer alleged total protein module cup (tpm) overflowed involving synchron cx delta clinical system. The customer performed cam maintenance to ensure tubing was properly positioned and secured. Beckman coulter customer technical support (cts) advised the customer to wear personal protective equipment (ppe) during cleanup. The customer stated there were no erroneous patient results generated. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit on (B)(4) 2011. The fse stated the customer performed cam maintenance procedure, and the unit was operational.